Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net after receiving inappropriate shock. Upon review, it was observed that the patient received inappropriate shocks for atrial fibrillation with rapid ventricular response. No further information is available at this time.